Event description:
The device was damaged. There was no patient involvement.

Manufacturer narrative:
Additional information on initial report: b.5.

Manufacturer narrative:
Service determined the source lvp is not recall affected, the bezel is not on the recall list.

Event description:
The device was damaged. There was no patient involvement.

Manufacturer narrative:
It was determined the proximate cause of the bezel replacement is the result of fluid ingress. It was determined the proximate cause of the pressure sensor replacement was the result of electrical failure.

Event description:
The device was damaged.

Manufacturer narrative:
The customer reported lvp bezel post recall. This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Service determined the source lvp is not recall affected, the bezel is not on the recall list. Service determined the proximate cause of the bezel replacement is the result of fluid ingress.service determined the proximate cause of the pressure sensor replacement was the result of electrical failure.service determined the proximate cause of the rear case replacement is the result of 3rd party manufactured part. Service determined the proximate cause of the male iui replacement is the result of corrosion. Service determined the logic board was functional and there was no fault found. There was no reported patient injury. This device is used for therapeutic purposes.